Event description:
The customer reported the ventilator alarmed and shut down while in use on a patient. The customer reported the device had an overheating odor. The customer reported there was no patient harm. The manufacturers service technician was unable to duplicate the reported problem. The service technician replaced the power management pcb board as a precaution. Applicable final testing was completed and tests passed per operating specifications.